Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the stent could not cross and were distorted. Vascular access was obtained via the femoral artery. The 70-80% stenosed, 20-30mm x 2.75-3.0mm, de novo, target lesion was located in the severely calcified and severely stenosed ostial left circumflex artery with a >=90 degree of bend. During the preparation of the rota burr for rotablation, the machine showed a stall. Resetting of the entire connections and preparation was performed, but 1.25 mm burr failed to start. The device was exchanged for a 1.50 mm burr and it worked instantly. Following rotablation and predilation with a 3.5/30 mm and a 3.75/20 mm nc balloons. A 2.75 x 24mm and a 3.0x24mm synergy stents were selected; however during two different attempts the devices were unable to cross the heavily calcified, very acute tortuous bend at the ostial left circumflex artery and the devices became distorted and could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.